Event description:
A director reported that during a procedure the vacuum was low. It was noted that the system primed correctly, but the customer was not satisfied that vacuum was building properly. The customer requested service for the system. It is unk if the procedure was completed. Add'l info was requested, but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with cfr 803.56 when add'l reportable info becomes available. (B)(4).